Manufacturer narrative:
The other two stents are being filed under the same manufacturing number.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring an additional procedure. Device issue: none. It was reported via a spirit trial that restenosis occurred approximately nine months after the three stents were implanted and required treatment (type unknown). No additional event or patient information is available.